Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. Patient's weight was not released.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was hospitalized with antibiotics and the scs system was explanted.